Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was capped and a pin plug was placed in the atrial port of the device. No further patient complications have been reported as a result of this event.